Event description:
A customer reported that during surgery, while hydrating the wound, the cannula detached from the syringe and broke the capsular bag. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 2 cfr 803.56 when additional reportable info becomes available. (B)(4).